Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 347 mg/dl. The customer thought the bg was too high and drove to the hospital. The customer was admitted for the high bg and diabetic ketoacidosis (dka). The customer reported that she was a brittle diabetic, had insulin absorption issues and had been traveling "at altitude". The customer did not think the pump was delivering insulin. The pump system check showed the pump was functioning as expected; however, the customer thought otherwise. Although requested, additional information regarding the customer discharge was not provided.